Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. Not all components were included in the return (only one catheter was returned) therefore a complete evaluation was not possible. No build up of powder or discoloration was noted on or within the catheter. However a speck of an unidentified black substance was noted at the distal end. Additionally, the catheter appears to have been cut based upon the lack of distal printed text and the length of the tubing only measuring 203.5cm. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was observed within and around the device nozzle, within the return packaging, and on the exterior of the returned components. When tested as returned, the device did not spray as intended. When disengaging the activation knob no audible discharge of co2 was observed. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. When tested with a new co2 cartridge and activation knob, the device released a small puff of powder when switched to the "on" position then sprayed as intended both with and without the returned catheter attached. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge and activation knob. Catheter occlusion can be a potential cause for inability to spray; however, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. It was observed that the returned catheter has been cut, it was not indicated if this was a result of a catheter occlusion or done in an effort by the user to troubleshoot the reported issue. However, the instructions for use state: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Cutting the catheter is not recommended. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the catheter had several centimeters of the distal end removed and was not provided for evaluation, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic hemostasis procedure in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray was able to spray at first; but spraying became impossible during the procedure. The catheter was replaced; however, spraying could not be achieved, and hemostasis was not obtained. Therefore, argon was used. A section of the device did not remain inside the patient¿s body. Argon was used to complete the hemostasis procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.